Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. The suspected cause was due to the customer incorrectly manual entering their carbohydrates. The customer programmed 390 grams and 395 grams resulting in a total of 51.6 units of insulin getting delivered. The customer lost consciousness because of the low bg level and received third party assistance from an ambulance. The ambulance provided intravenous therapy (IV) of dextrose to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.